Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been hospitalized for a low blood glucose, and was incoherent at this time. A specific blood glucose value was unable to be obtained at the time of contact. The reporter was unable to troubleshoot. This complaint is being reported as the patient experienced hypoglycemia and the pump was not ruled out as a cause/contributor.